Event description:
On (B)(6) 2011, pt reported having ongoing issues with the infusion set. Pt stated, the infusion sets still are leaking. Pt reported, he will put a new infusion site in and within hours to a day the infusion site will be leaking. Pt stated, he believes a lot of the issues could be from the adhesive not being as strong as the previous infusion sets. Pt reported, the infusion sets haven't fallen off but they aren't as sticky as the previous type of infusion set. Pt stated, he keeps the infusion site in for a day and by the time he gets home, his blood glucose will be higher up in the 200s mg/dl because of the insulin leaking out. Pt's normal blood glucose range is 75-150 mg/dl. Pt reported when he puts his new infusion site in, his blood glucose will go back down to 75-100 mg/dl the pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.